Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported on battery cap safety notification and damage to the battery cap.  Troubleshooting was performed and found that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. The customer reported pump was not accepting the battery. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump and will not be returned for analysis.